Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator battery overdischarged. Afterward the device needed to be charged more than expected. The battery would not hold a charge for longer than a few hours. The neurostimulator couldn't be turned on; the battery was depleted. The device was in a power on reset condition. Recharge statistics showed the battery voltage did increase with recharging. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.